Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same fingerstick. Their results were 117, 119 and 192mg/dl. They did not have any symptoms. On followup, the reporter stated that they insert the strip correctly, and verifies the confirmation dot on the test strip. Their testing technique is accurate, and they clean their meter on a regular basis. Using new strips, they did a control solution test with an in range results. No harm was alleged.